Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced head piece loose/wobbly. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced head piece difficult to operate, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 1 to 0.

Event description:
This report summarizes 0 malfunction events, where it was reported the device experienced head piece loose/wobbly. There was no patient involvement.